Event description:
Device is not working, insulin leaking out of pen [device malfunction]. Ketoacidosis [diabetic ketoacidosis]. Pen was administering the wrong dose [incorrect dose administered by device]. Case description: does the incident represent a serious public health threat: no. This serious spontaneous case reported by a health care professional from (B)(6) concerns a (B)(6) female pt who was treated with levemir penfill (insulin detemir) using novopen echo insulin delivery device) for type 1 diabetes mellitus and "ketoacidosis" beginning on (B)(6) 2013, "pen was administering the wrong dose" and "device is not working, insulin leaking out of pen" beginning on an unk date. Pt's height: (B)(6). Medical history includes type 1 diabetes mellitus (since (B)(6) 1980). The pt had reportedly been taking levemir penfill using novopen echo from an unk date. The reporter stated that on an unk date the pt's pen was dialing up okay but was not delivering the correct dose of insulin and hence administered a wrong dose. In (B)(6) 2013, pt's blood glucose were going high and pt was admitted to hospital with ketoacidosis. As the pt's sugars were normally stable, the hospital advised that the device was not working. It was reported that the device was faulty, incorrect amount of insulin coming out. Novofine needles used. Pt does not change needle after each injection and stores the device with needle attached. Action taken to levemir penfill was reported as unk. The outcome of the event "ketoacidosis" and "pen was administering the wrong dose" was reported as unk. The outcome of the event "device is not working, insulin leaking out of pen' was reported.